Event description:
On (B)(6) 2013 the reporter contacted animas alleging a power (intermittent power) issue. It was reported that the pump did not power on and the battery cap was not securing tightly to the pump. Customer support concluded that the battery cap may have been the cause of the intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump and battery cap have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.